Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker reported that right after implant, the incision opened up and oozed all over the mattress. Attempt to obtain additional information from the field was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.